Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the whitish foreign material resembling powder mixed with water inside the air/water tube and air/water cylinder could not be identified. However, it¿s likely the cause is related to reprocessing being conducted improperly by the user. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and a whitish foreign material resembling powder mixed with water inside the aw tube and aw cylinder was identified. The origin of this component could not be determined. The additional evaluation findings are as follows: aw cylinder had no color, suction cylinder had no color, due to a pinhole on bending section cover, water tightness was lost, light guide lens had a crack, adhesive on bending section cover was detached, connecting tube had a scratch, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus visera elite ii video system center asset was returned as part of the asset return process. During routine evaluation of the device by olympus, the air/water tube and cylinder were found to have foreign material. There was no procedural or patient involvement with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.